Event description:
Device interrogation revealed high impedances on electrode #2. The deep brain stimulator was replaced to change out the battery. At a 1 week post operative clinic visit, deep brain stimulator interrogation revealed high out-of-range impedances on unipolar pair case-1 and bipolar electrode pair 0-1 (reference mfg report # 3004209178-2010-09967). It was believed that the open circuit could be attributed to the lead/extension connection. Therapy was programmed using the existing unaffected electrode combinations. No other corrective measures were being taken. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).